Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient¿s lead incision site opened up and was infected. The patient was given antibiotics and the device was removed. The physician did not believe this to be related to the device. The patient recovered without sequelae.